Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient wanted to know if it was normal to cough to get their pacemaker back into rhythm. The pacemaker is still in use. No patient complications have been reported as a result of this event.